Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 03/30/2016 a medtronic representative performed an imaging system check-out, all areas passed. Found a connector of the umbilical cable was damaged and the umbilical cable was replaced. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site ortho representative reported the site's imaging system umbilical lemo connector (male) was damaged. The imaging system is still usable. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the interface (umbilical) cable caused the reported event. The cable failed visual inspection; the lemo connector has a piece of the housing missing and appears to be broken off. The cable passed all bench testing including the continuity test, gbit test and the 100t test. The reported event was confirmed to be caused by physical damage to the cable. As previously reported the interface (umbilical) cable was replaced to resolve the issue.